Manufacturer narrative:
Returned product consisted of the rotapro atherectomy device. The burr catheter was received connected to the advancer. Inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection revealed that the turbine was corroded, indicating the presence of dried saline within the device. Product analysis confirmed the reported unstable speed, as the rotation speed was unstable during analysis. It was considered possible that the damage to the shutter interfered with the device ability to communicate with the console and led to unstable speeds.

Event description:
It was reported that unstable speed occurred. During the procedure, following connection of the rotapro unit, the rotation speed of the rotapro burr was displayed as unstable with large variations. The speed was uncontrolled while in dynaglide and spinning. A replacement device resolved the issue and there were no patient consequences.

Event description:
It was reported that unstable speed occurred. During the procedure, following connection of the rotapro unit, the rotation speed of the rotapro burr was displayed as unstable with large variations. The speed was uncontrolled while in dynaglide and spinning. A replacement device resolved the issue and there were no patient consequences.

Manufacturer narrative:
H6: evaluation conclusion codes: updated conclusion code. Returned product consisted of the rotapro atherectomy device. The burr catheter was received connected to the advancer. Inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection revealed that the turbine was corroded, indicating the presence of dried saline within the device. Product analysis confirmed the reported unstable speed, as the rotation speed was unstable during analysis. However, the cause was not able to be determined.

Event description:
It was reported that unstable speed occurred. During the procedure, following connection of the rotapro unit, the rotation speed of the rotapro burr was displayed as unstable with large variations. The speed was uncontrolled while in dynaglide and spinning. A replacement device resolved the issue and there were no patient consequences.